Event description:
Five-year-old male admitted for surgery (tonsillectomy and adenoidectomy). While surgeon was coagulating using teflon coated ent blade tip for the bovie, he noted the edge of blade igniting into a small flame. Instrument use was discontinued and removed from field. No adverse outcome noted to pt.